Event description:
A representative reported that a patient had two recent refills and they had a discrepancy. The actual residual volume (10 ml) exceeded the expected residual volume (7.1 ml). At the next refill the actual residual volume (7 ml) exceeded the expected residual volume (2.6 ml). These were noted to be within specification. The patient travelled to a hospital ¿in order to have someone replace his pump¿, but they did not think that the catheter was replaced. It was unclear if the patient¿s pump was revised, removed, or replaced. The patient had an increased amount of back pain, and the representative confirmed that it was like they were ¿suddenly not getting it or anything¿. The patient had another refill in the first week of june. The medication used within the system was sufentanil 250 mcg/ml. A healthcare professional later reported that the cause of the event was a catheter fracture, break, tear, or hole. The healthcare noted the pump had normal battery depletion. A revision and replacement were noted to have occurred. The patient¿s outcome was ¿no injury¿, and the patient did not require hospitalization.

Event description:
It was previously reported that [the patient travelled to a hospital ¿in order to have someone replace his pump¿, but they did not think that the catheter was replaced. It was unclear if the patient¿s pump was revised, removed, or replaced. A healthcare professional later reported the cause of the event was a catheter fracture, break, tear, or hole. The healthcare noted the pump had normal battery depletion. A revision and replacement were noted to have occurred. The patient¿s outcome was ¿no injury¿, and the patient did not require hospitalization]. This information pertains to the patient¿s previous device system, which was replaced on (B)(6) 2012. It does not apply to this event. Please see manufacturer¿s report # 3007566237-2013-02488 for information regarding the catheter fracture and battery depletion in 2012. The medications used within the system were sufentanil and clonidine. When asked when the refills took place, they stated ¿local (illegible)¿. They also stated that there was no volume discrepancy at that time, though this information conflicts with previously reported information.

Manufacturer narrative:
Concomitant product: 863740, serial# (B)(4) does not apply to this event and is not a concomitant product. Please refer to manufacturer¿s report # 3007566237-2013-02488. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter: product ID 863740, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. Product type: pump. (B)(4).